Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the available autologs report revealed no anomalies within the analyzed period. Of note, information provided by the site indicated that the patient's cause of death was sepsis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, respiratory dysfunction, infection, renal dysfunction, sepsis and death are a known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of sepsis. Based on review of the patient's reported medical history, it was noted that the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related com orbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's condition worsened due to sepsis and the patient passed away due to sepsis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient developed dyspnea several weeks ago following urological treatment, which was succeeded by an inflammatory process. Gastrointestinal bleeding was suspected. Diagnostic evaluation revealed an unidentified antibody in the left ventricle and suspected migration of an implantable cardioverter defibrillator component into the left ventricle. The patient remained dyspneic and progressed to a critical condition with sepsis, confirmed by positive blood cultures, and required intravenous antibiotics. A fungal infection and impaired renal function were also identified, necessitating fluid management and evaluation of dialysis options. The patient was not mechanically ventilated. The patient reportedly passed away.